Event description:
On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported the implant coil could not be deployed using the instant detacher. The implant coil was removed and the procedure was completed successfully with other coils.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The instant detacher and pusher assembly (with implant coil attached) were returned for evaluation. The evaluation could not determine the cause of the event as the device performed as intended during the evaluation.(B)(4).